Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, uterine enlargement and uterine fibroid. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)"), depression ("psych injury related to essure/psychological or psychiatric problems condition: depression"), anxiety ("psych injury related to essure/psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy:). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the depression, anxiety, dysmenorrhoea, fatigue, weight increased and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: received treatment menorrhagia (heavy menstrual bleeding),general abnormal bleeding, psych injury related to essure. Insertion details: (B)(6) 2006. The device was inserted up to the black line. The outer sheath was retracted and at this point, it was noted that the device had walked it way out of the tube and attempt was made to reinsert it without out sheath unsuccessfully, so this was removed, dr. Then inserted second essure device placed it along the right tubal ostia and inserted up to black line retracted the sheath and deployed the device and retract the outer sheath. On the right side the first essure device had been inserted, inadvertently two essure devices were on the right side of tube. A third essure coil inserted in left tube up to the black line one coil was noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2019: pfs received. New reporter's was added. Added event abnormal bleeding(vaginal), dysmenorrhea (cramping), fatigue, weight gain. Psychological injury updated to depression, mental anguish. Updated event onset date. Concomitant conditions were added. Date of insertion was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic') in an adult female patient who had essure (ess205) (batch no. 509790) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, uterine enlargement and uterine fibroid. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)"), depression ("psych injury related to essure/psychological or psychiatric problems condition: depression"), anxiety ("psych injury related to essure/psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy:). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved and the depression, anxiety, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: received treatment menorrhagia (heavy menstrual bleeding),general abnormal bleeding, psych injury related to essure. Insertion details: (B)(6) 2006 the device was inserted up to the black line. The outer sheath was retracted and at this point, it was noted that the device had walked it way out of the tube and attempt was made to reinsert it without out sheath unsuccessfully, so this was removed, dr. Then inserted second essure device placed it along the right tubal ostia and inserted up to black line retracted the sheath and deployed the device and retract the outer sheath. On the right side the first essure device had been inserted, inadvertently two essure devices were on the right side of tube. A third essure coil inserted in left tube up to the black line one coil was noted on the left side. (B)(6) 2006 (discrepancy noted as per pif) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Essure lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic') in an adult female patient who had essure (ess205) (batch no. 509790) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, uterine enlargement and uterine fibroid. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)"), depression ("psych injury related to essure/psychological or psychiatric problems condition: depression"), anxiety ("psych injury related to essure/psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy:). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved and the depression, anxiety, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: received treatment menorrhagia (heavy menstrual bleeding),general abnormal bleeding, psych injury related to essure. Insertion details: (B)(6) 2006. The device was inserted up to the black line. The outer sheath was retracted and at this point, it was noted that the device had walked it way out of the tube and attempt was made to reinsert it without out sheath unsuccessfully, so this was removed, dr. Then inserted second essure device placed it along the right tubal ostia and inserted up to black line retracted the sheath and deployed the device and retract the outer sheath. On the right side the first essure device had been inserted, inadvertently two essure devices were on the right side of tube. A third essure coil inserted in left tube up to the black line one coil was noted on the left side. (B)(6) 2006 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: result: total bilateral occlusion. Lot number:509790 manufacturing date: 2006-01 expiration date: 2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, uterine enlargement and uterine fibroid. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)"), depression ("psych injury related to essure/psychological or psychiatric problems condition: depression"), anxiety ("psych injury related to essure/psychological or psychiatric problems condition: mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy:). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, dysmenorrhoea and vaginal haemorrhage had resolved and the depression, anxiety, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: received treatment menorrhagia (heavy menstrual bleeding),general abnormal bleeding, psych injury related to essure. Insertion details: (B)(6)2006 the device was inserted up to the black line. The outer sheath was retracted and at this point, it was noted that the device had walked it way out of the tube and attempt was made to reinsert it without out sheath unsuccessfully, so this was removed, dr. Then inserted second essure device placed it along the right tubal ostia and inserted up to black line retracted the sheath and deployed the device and retract the outer sheath. On the right side the first essure device had been inserted, inadvertently two essure devices were on the right side of tube. A third essure coil inserted in left tube up to the black line one coil was noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - on (B)(6)2006: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received. Outcome of the previously added events abnormal bleeding (vaginal), dysmenorrhea (cramping) were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury related to essure"). The patient was treated with surgery (hyst. (Full)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: received treatment menorrhagia (heavy menstrual bleeding),general abnormal bleeding, psych injury related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: essure device was successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: model number was updated. New events abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding and psych injury related to essure were added. Outcome of pelvic pain was updated from unknown to recovered. Product indication, date of essure insertion and removal was added. Patient date of birth was added. Lab data were added. New reporter and consumer address were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.